Event description:
The manufacturer's representative reported that the patient was undergoing a catheter revision due to a hole in the catheter. No specific patient symptoms were reported. The drug contained the patient's pump was not reported.